Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was 295 mg/dl. The customer connected the pump to a power source to charge for over six hours and the pump remained unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.